Event description:
Medtronic received info that while this pt was on biventricular assist device (bivad), decreased flow was noted. Bleeding from the cannula exit site was noted. The venous cannula was severed in the wire wound section of the cannula body, near the suture ring. The cannula was successfully replaced and the procedure was continued with no further complications. Subsequently, info received indicated that the pt expired. The physician reported the death was not related to a cannula malfunction. The pump/perfusion records were not available and the device will not be returned.

Manufacturer narrative:
(B)(4): device history could not be reviewed as the lot number was not provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.